Manufacturer narrative:
Clinical evaluation performed by medical affairs department. Revision 4 months after the primary surgery due to joint luxation. The index surgery was done using donor frozen bone for an extensive structural graft of the patient humerus. It is of course an extremely difficult operation and recuperating stability of the shoulder joint is undoubtedly very challenging. The causes of this adverse event are not to be attributed to a defective device. Batch review performed on 07-mar-2023. Lot 2210460: (B)(4) items manufactured and released on 07-jul-2022. Expiration date: 2027-06-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional component involved in the event: reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot 2003815a: 17 items manufactured and released on 27-jan-2021. Expiration date: 2026-01-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 4 months after the primary surgery, the patient was revised because of joint luxation. The surgeon revised successfully metaphysis, liner and diaphysis.